Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms. Additional information was received and indicated that the pace/sense portion of the tachycardia lead was surgically abandoned and the defibrillation portion of the lead remains in service. A new pacing/sensing lead was implanted. The device remains in service. No additional adverse patient effects were reported.